Event description:
A report was rec'd from (B)(6), stating that the gear box does not function. It is unknown if the device was used during surgery. It is unknown if there was patient injury or medical intervention. The date of the event is unknown. No add'l info available.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).